Event description:
The manufacturer received information alleging a ventilator required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not charging. The power management pva was replaced to repair the issue. Per maintenance procedures the exhaust fan assembly and 43 micron filter were replaced. The device passed all tests.